Event description:
It was reported that while measuring the left ventricular thresholds of different pacing vectors for this patient, the programmer touchscreen froze. It was necessary to power off the programmer and restart it. The issue occurred near the end of the implant procedure. The patient was pacemaker-dependent; however, experienced no adverse effects related to the event.

Event description:
It was reported that while measuring the left ventricular thresholds of different pacing vectors for this patient, the programmer touchscreen froze. It was necessary to power off the programmer and restart it. The issue occurred near the end of the implant procedure. The patient was pacemaker-dependent; however, experienced no adverse effects related to the event.

Manufacturer narrative:
The device was not returned for product analysis because the user was able to resolve the issue by restarting the programmer and the programmer remains in service at the healthcare facility. Although the device was not returned for analysis, boston scientific performed an investigation with all available information. An unresponsive touchscreen is a known and anticipated potential hazard that can occur during use of the device which is accounted for in device risk documentation and labeling. Boston scientific has received similar reported events where the latitude programmer screen became unresponsive to touch and a complaint review confirmed that the occurrence of harm associated with these events is low. Investigation of this behavior has not found any commonalities (i.e., device serial numbers, date of the event, date of manufacture, etc.) In the reports received.